Event description:
It was reported via repair work order that the fowler had phantom motion due to right side master wiring harness malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.